Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the pump of the device was replaced and repositioned. During the surgery the physician shortened the pump tubing. The patient was said to be fine after the procedure. It was stated that no other information is available through the physician. No more information available at the moment. Should additional information become available, it will be provided.